Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a normal sinus rhythm when the patient was in asystole. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer indicated that the patient was in pulseless electrical activity (pea). It is important to note that CPR was being performed while the device was attached to the patient. Compressions and movement of the attached pads can produce waveforms on the display. However, without the clinical logs, it cannot be confirmed. The customer was contacted for the return of the device. The customer has responded and indicated that the device was checked by biomed and found to be fully functional. The device has been placed back into service and will not be returning to zoll at this time.